Event description:
A case report entitled "uveitis-glaucoma- hyphema syndrome secondary to implantable collamer lens" was published online on 23-apri-2024. It reports that a 41-year-old female presented with bilateral eye pain and redness for two weeks. Her past medical history was significant for icl, in both eyes and multiple sclerosis controlled with treatment. She had a long-standing history of bilateral recurrent uveitis and glaucoma. Ultrasound biomicroscopy revealed several sulcus cysts displacing the icls haptic into the ciliary body, leading to iris abrasion and uveitis-glaucoma-hyphema syndrome. In conclusion it stated this is an unusual complication, and measures can be taken to avoid it. This provides evidence of the importance of postoperative follow-up by the surgeon and appropriate work-up when such cases are suspected. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).